Manufacturer narrative:
Continuation of d10: product ID: ddpa2d4; serial#: (B)(6); implanted: (B)(6) 2025. Product ID: 6935m62; serial#: (B)(6); implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a couple weeks post implant, the patient presented to the hospital due to ventricular tachycardia (vt). The patient experienced low blood pressure, palpitations, and chest discomfort. The right atrial (ra) lead was placed on the free wall which led to the gradual accumulation of pericardial fluid. A pericardial effusion with tamponade was confirmed via echocardiogram which required to be drained. The lead was suspected to have perforated. The patient was hospitalized and underwent a lead reposition procedure and the lead was inactivated. No further patient complications have been reported as a result of this event.